Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had their device removed. It was noted that patient had pain from their device, so a new placement took place with their trial. No further complications were reported.

Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the pain started in (B)(6) 2017.